Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced long charging of their implant. Pt mentioned that they have been charging for 2 hours and they only got 60% charge; pt added they started excellent and when they stopped charging quality was good. Agent asked pt to access the charging speed in the recharging application however, pt had already opened their mystim app and did not want to go back recharging again. Agent provided information on how to check charging speed in the recharging application and callback if needed. When asked about event date pt mentioned that tomorrow will be their first week.